Event description:
A resectoscope was witnessed to be sparking and burning during an operative hysteroscopy procedure. The resectoscope was discontinued from use immediately, and all parts of resectoscope and power cords were disconnected from pt. The resectoscope was taken out of service. There was no pt harm.